Manufacturer narrative:
(B)(4). Investigation results. The fiber was returned in one continuous piece. The piece measured approximately 314.3 cm from the top of the connector and includes the entire distal tip. There was no damage along the body of the fiber. Visual examination revealed that light cannot travel to the fiber face within the sma connector to illuminate it, this indicated that the fiber is broken within the connector, confirming the complaint. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2018. Reportedly, the laser unit used was a lumenis 100 watt console. According to the complainant, during procedure, there was no energy coming out from the laser fiber. The procedure was completed with another flexiva 200 tractip laser fiber. There was no serious injury nor adverse patient effects as a result of this event. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the fiber was broken within the connector.